Event description:
It was reported that an ilet user experienced hyperglycemia beginning after dinner, with device-reported glucose of 311 mg/dl and a confirmatory fingerstick of 310 mg/dl, without associated device alarms and with use of a current continuous delivery infusion site; the user reported no symptoms and completed a supply change with guidance. Symptoms included no reported clinical manifestations. Outcomes included continued monitoring at home without medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including infusion set and supply change guidance. Investigation of this case revealed no device malfunction observed during the interaction, and the event was managed by replacing infusion supplies and reinforcing use instructions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.